Event description:
It was reported that the patients lead had migrated. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place where the patients lead was explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.